Event description:
After post-dilatation with the balloon catheter, the pt's blood flow stopped and the blood pressure dropped to at 76mmhg/43mmhg during a carotid artery stenting procedure. The physician suctioned the blood around the target lesion with the aspiration catheter (eliminate, clinical supply) and the blood flow returned to normal that day. The pt was treated with dopamine hydrochloride, ephedrine hydrochloride and noradrenaline for the hypotension. The pt's blood pressure returned to normal a few days after the procedure. The pt displayed no neurological symptoms. The target lesion was the left internal carotid artery. The angioguard and precise stent was successfully delivered. It is unk if debris was present in the angioguard. The pt was a male. There were mild calcification and no vessel tortuosity. The rate of stenosis was 99%. There were no other problems reported.

Event description:
The patient was compliant with the antiplatelet medications. The stroke was embolic/ischemic. It is unknown if there was thrombus in the implanted stent. The patient¿s symptoms have improved.

Manufacturer narrative:
This is one of two products involved with the reported events, which is associated with manufacturing report number 1016427-2009-00035. This product is not available for analysis as stated. Additional information wil be provided in 30 days of receipt.

Manufacturer narrative:
Cilostazol (started 17 days before the (B) (4)), ticlopidine hydrochloride (unknown duration - administered before the (B) (4) and later stopped on unknown date). This (B) (4) study patient underwent carotid stent implantation and experienced hypoperfusion and hypotension during the index procedure. This is a (B) (6) male with unknown medical history. The target lesion was left internal carotid artery described as mildly calcified, non-tortuous and 99% stenotic. An angioguard was inserted, tracked, deployed and retrieved without difficulties. Pre-dilation of the lesion was done with an unknown balloon. One precise stent was implanted without report of difficulties. Post-dilation was done with an unknown balloon. After post-dilatation, the patient¿s blood flow through the angioguard stopped and the blood pressure dropped to 76/43mmhg. Aspiration technique was performed to suction blood and debris from around the target lesion and the blood flow returned to normal. Dopamine, ephedrine and noradrenalin were administered for treatment of the hypotension; the patient¿s blood pressure recovered to normal a few days post procedure. There was no report of neurologic symptoms during these episodes. Medications prior to the procedure included cilostazol and ticlopidine. Additional information was obtained that indicated that during follow up with the patient as part of the (B) (4) study, approximately 10 months after the index procedure, the patient developed an embolic/ischemic stroke with symptoms of light alogia. A small infarction was observed on the ipsilateral side by MRI. Echo was performed and there was no re-stenosis observed in the implanted stent. Clopidogrel sulfate (75mg/day) was administered and the symptoms improved. According to the physician, there was no casual relation between the event and the precise/cas. There is no further information regarding possible cause of the infarction. It was reported that the date of discontinuation of ticlopidine and cilostazol which was started prior to index procedure is not known; however, the patient was compliant. The precise stent remains implanted thus it not available for analysis. A review of the manufacturing documentation associated with precise lot 13407978 presented no issues during the manufacturing process that can be related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for the lot. Hypoperfusion is a known potential adverse event associated with the carotid stent implantation procedure. It is noted that in (B) (4) usage, during common stent placement, vascular surgeons habitually perform implantation aspiration techniques. The physician wants to avoid having uncaught debris in cerebral perfusion move upstream, causing cerebral infraction. They take advantage of the blockage function of the filter to avoid this event and suction the debris out of the filter. The instruction for use (IFU) states, ¿if the distal perfusion of dye is significantly reduced or no dye is perfusing past the filter basket or guidewire distal marker band, the angioguard emboli capture guidewire may have reached its capacity to contain emboli. If there is a severe reduction in distal dye perfusion, it is recommended to exchange the angioguard emboli capture guidewire for a new one.¿ usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Based on the information available, it appears that the intra-procedural event may have been caused by procedural or lesion characteristics and is not related to a product quality issue as the angioguard performed as intended. Hypotension is a well-known potential adverse event associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Factors that may have influenced the event include patient, procedural, pharmacological and lesion characteristics. Stroke is a well-known documented potential complication of this type of procedure and is listed in the IFU as such. Patient and pharmacological factors may have contributed to the event; however, based on the limited information regarding the stroke and the patient¿s medical history no conclusion can be made. There is not enough information available to draw a conclusion regarding the relationship between the event and the device. Based on the available information and the DHR, there is no indication that the event is related to the design or manufacturing process; therefore, no corrective actions will be taken. This is one of two products involved with the reported event, which is associated with manufacturing report numbers 1016427-2009-00035 and 9616099-2009-00161.